Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the retained lot samples. However, red cell hang up was confirmed in all tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. This complaint is confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have issues with poor separation. The following information was provided by the initial reporter. The customer stated: ¿we have an issue with incomplete/poor separation with the sst tubes for this lot number. The problem is not related to all tubes, hence intermittent. We have not changed our processes or equipment to date and have had no issues with any other sst tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have issues with poor separation. The following information was provided by the initial reporter. The customer stated: ¿we have an issue with incomplete/poor separation with the sst tubes for this lot number. The problem is not related to all tubes, hence intermittent. We have not changed our processes or equipment to date and have had no issues with any other sst tubes."